Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The physician confirmed that the ipg had flipped in the pocket. The patient will undergo a pocket revision procedure.